Event description:
The customer reported the system is not booting up. There was no injury to the patient.

Manufacturer narrative:
The ge service rep troubleshoot system in the service mode. Ordered parts. Replaced hdd and load software, rebuilt systems file. System works as intended.